Event description:
Reporter indicated a patient's vns device was interrogated and found to be disabled, which was unintended. The patient had also not felt vns stimulation for the previous 2 weeks. The vns settings were corrected. The reporter did not feel a vns programming anomaly had occurred, as the patient had only stopped feeling vns stimulation two weeks prior to the office visit when the vns was noted to be disabled. The patient was last seen in (B)(6) 2011. Programming history for the vns was obtained and reviewed. On (B)(6) 2011, the patient was interrogated at 8:31:29 with settings of 1.75/30/250/30/1.1/2/500/60. A systems diagnostics test was performed on (B)(6) 2011 at 8:35:21 which was ok. This was followed by a generator diagnostics test at 8:37:17 which was also ok. There was no final interrogation performed after either test. At the next office visit on (B)(6) 2011, the initial interrogation at 01:54:51 was 0/30/500/30/5/0/500/60. The settings were reprogrammed to 0.5/30/500/30/3/0.75/500/60, and a final interrogation was performed. The reporter has been advised not to perform generator diagnostics in an office setting, as this test is only intended for use during vns implant surgery as generator diagnostics will disable the vns output current and magnet output currents.

Manufacturer narrative:
Analysis of programming history.